Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked eye piece was due to user error, improper handling, application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the eyepiece lens is cracked. Also noted were debris particles inside the scope and insufficient light transmission due to damaged light fibers. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed the customer rigid autoclavable telescope has a cracked eyepiece lens. The customer reported event was found during inspection of the equipment. No death or injury and no impact to patient or other was reported to olympus. It was noted the telescope is sterilized by autoclave at 134 degrees for 20 minutes.